Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during evaluation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were found to be responsive. The complaint of the ok keypad button¿s under-response was not duplicated during testing. The keypad was removed and there was no evidence of contamination found under all the key contacts. Unrelated to the investigation, the battery cap was found to be missing one contact and spring. Also unrelated to the complaint, investigation revealed a torn/punctured audio bolus button. The audio bolus button responded appropriately to button presses.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.